Event description:
It was reported that a lead integrity alert was triggered for oversensing in the right ventricular lead. The lead sensitivity was reprogrammed and the lead remains in use. It was noted that this patient was enrolled in the (B)(4) study. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.